Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# v638132, implanted: 2011-(B)(6), product type: lead. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital 2 days ago because he began having chest pain. Caller stated they were asking to have an MRI she believed of the chest, due to the chest pain. Compatibility guidelines were requested for MRI. Additional information from the healthcare provider noted that they were unsure of the problem. It was noted that the patient has alzheimers. No troubleshooting was done. It was noted that the patient was confused now, and had never been able to control the device properly, spanish speaking and decreased communication. It was unknown if the event cause was device related.